Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18979. It was reported that an asymptomatic patient presented with their atrial and right ventricular leads both implanted in incorrect locations. It is unknown how the issue was discovered. The atrial lead was incorrectly placed in the atrial chamber, while the right ventricular lead was in the left ventricle. Current physician believed this event occurred during the initial implant procedure. The two leads were explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.